Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
Blood flow stopped and spasms occurred after stenting the carotid artery. Suction was carried out with a suction catheter, then the angioguard distal protection device was withdrawn. The spasm and blood flow recovered naturally. The pt was a male. The target lesion was carotid artery (no further detail is provided). There is no info about the target lesion characteristics. The pt was anti-coagulated. There was no difficulty placing and deploying the angioguard device in position, distal to the lesion. It is unk if the lesion was pre-dilated. There was no difficulty placing the stent. It is unk if the lesion was post-dilated. The lesion was successfully treated. The cause of the spasm is unk. After the filter was suctioned and removed from the pt blood flow returned to normal. The procedure was successfully completed. The pt developed no neurological symptoms, and in stable condition.